Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a dead lithium (li) ion battery. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirmed that the battey is not functional. The fse changed the slots and the fault was confirmed. The repair is ongoing, the unit was not clear for clinical use. A supplemental report will be sent upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and after diagnostics tests, the fse confirm that the battery is not functional (displayed values at 0, inconsistent data on screen). Changing the slot reports the problem, the battery fault is confirmed. The fse can't precise if the unit is always correctly plugged and have to check the logs. The fse was going to send a replacement part and was going to get back the defective one. However, the fse went back to the hospital and reported that a preventive maintenance was performed on the unit in (B)(6) 2022 and no fault was found on the batteries. The fse stated that it might have been a fully discharged battery at the time of the call (unit out of the mains for a long time). The fse also stated that the battery was not replaced. The pm was completed with all safety, functionality, and calibration checks, and all tests passed to factory specifications.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). Corrected fields:h6 (health effect ¿ clinical code). Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced o-ring buna, safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.